Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm an occlusion during fentanyl therapy (infusion parameters unknown) at the surgical intensive care unit. The tubing was observed as clamped in the narcotic lock box an hour after the infusion was changed. The no additional information is available.

Manufacturer narrative:
Corrected information h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.